Manufacturer narrative:
The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient underwent a surgery in (B)(6) 2017 (exact day not reported, thereof date of event was taken as first day of (B)(6) 2017) with a znn cmn lag screw, 10.5 mm, 105 mm including set screw; during this procedure, the tip of the set screw got fractured while rotating the screw. The fractured tip was unable to be retrieved and remain in the patient.

Manufacturer narrative:
The initial of this complaint was done with the lag screw, item # 47248510510. During the investigation it was noticed that there was no issue with the lag scew, therefore this MDR is obsolete and a new report for the set screw will be created with report no. 0009613350-2018-00790. Please invalidate the case from your system. (B)(4).

Event description:
It was now reported that the surgery occurred on (B)(6) 2017. It was further reported that another lag screw was used to complete the surgery.

Manufacturer narrative:
As soon as supplemental information or investigation results become available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).